Event description:
It was reported the system displayed a charger failure error during boot up and during use. When this error occurs at boot up it was prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery was replaced the charger board was calibrated during the service call. The system was tested and found to be working as intended and put back into service.